Manufacturer narrative:
Company rep evaluated the unit. Corrections included replaced power supply and capacitors on the motherboard. Installed software onto new hard drives. The unit was tested, calibrated and safety checked to factory specifications.

Event description:
Customer reported a communication loss issue with the panorama central station, which may have affected telemetry monitoring. No pt injury was reported.